Event description:
It was reported that the capture management on the implantable pulse generator (ipg) increased the outputs. The capture managementhad not run since, but threshold appeared normal during the last interrogation. The output was repgrogrammed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).